Event description:
Patient sitting in crib when front side rail fell down. Mother was nearby and patient was not harm. Mother immediately put railing back up, but crib handle came off. Once the handle broke off, we were unable to lower the crib railing with the patient still in the crib. Crib has been removed from patient room and new crib ordered.